Manufacturer narrative:
Device evaluation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. During the attempt to perform a simulated treatment, a blank display was encountered. The blank display was due to the inverter board which was found to have a failed transformer with burn damage. The damaged inverter board was replaced with a known good board to verify display functionality. The cycler was powered on and the display functioned as designed. The inverter board will be replaced in production during the refurbishing process. The cycler passed load cell verification. There were no visual indications of dried fluid within the cassette compartment. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a burnt transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that the screen of a patient¿s liberty select cycler was blank during dwell 4. The patient called into technical support regarding receiving an unknown alarm on the screen, however then the screen went blank. It was reported that the cycler was plugged into a three prong outlet directly into the wall and that the power cord was secure on both ends. The cycler was reset and rebooted and the ¿stop¿ and ¿ok¿ keys lit up, however the screen remained blank. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. The patient reported that this was the first treatment attempted on the cycler. Additional information regarding the event was requested, however to date not provided. The cycler was returned to the manufacturer and upon physical evaluation of the cycler, it was identified that the transformer on the inverter board was burned.